Event description:
The dialysis treatment was initiated without incident at 4:40 pm using a hemodialysis machine, a dialyzer and a 2 meq potassium bicarbonate with dextrose dialyzing solution. The patient was run on a 400 ml/min blood flow rate, 800 ml/min dialysate flow rate and 0.7 liters/hr ultrafiltration rate. The patient's blood pressure at the time the treatment began was 130/72.at 5:05 p.m., the patient experienced an uncharacteristic drop in blood pressure to 63/44. At this time, the ultrafiltration rate was lowered to o and 400 cc normal saline were given to stabilize the blood pressure. The blood pressure after the saline infusion was 90/51, and the patient was given an additional 200cc of normal saline. At 5:30 p.m., the patient's blood pressure was 102/59, but subsequently dropped again by 5:37 p.m. To an unknown value. The patient was given 300cc normal saline at this time to stablilize the blood pressure and was taken off the dialysis machine at 5:50 p.m. By 5:58, the patient's blood pressure had stabilized at 122/70. He was placed on another dialysis machine and immediately given an additional 200 cc of normal saline for cramps. The patient completed the remainder of his three hour treatment at 0 ultrafiltration rate with no further problems. The patient was discharged to home at 8:20 p.m. With a blood pressure of 113/57.